Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications.

Manufacturer narrative:
Patient information: corrected patient date of birth.

Manufacturer narrative:
UDI for ceb231210 gore® excluder® component:(B)(4). UDI for plc271000 gore® excluder® contralateral leg component: (B)(4). Refer to field for the results of the imaging evaluation.

Event description:
The following was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for a left common iliac artery aneurysm in the absence of an abdominal aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017, follow-up computed tomography imaging identified an occluded (B)(4) iliac branch component. The physician believes that the occlusion might be due to a kink in the left external artery situated below the distal end of the ceb component. Potentially, this led to retrograde blood flow at the level of the kink and ultimately resulted in a thrombosed device. No immediate re-intervention to perform a thrombectomy has been scheduled as angiogenesis has set in and collateral vessels are providing blood flow to the lower extremities. The patient is being followed-up.